Event description:
On 10-jan-2022, intuitive surgical, inc. (Isi) received medwatch mw5105846 stating: the robotic vessel sealer didn¿t fire when used intraoperatively. No harm to patient. FDA safety report ID #(B)(4). It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a vessel sealer extend instrument didn¿t fire when used intraoperatively. There was no injury to the patient. No other information was provided. Intuitive surgical, inc. (Is) made multiple attempts to gather additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A log review for the vessel sealer extend instrument was performed. Per the logs, site had one procedure on system (B)(4) that used two vessel sealer extend instrument on (B)(6) 2021. This is a single use instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the vessel sealer extend instrument reportedly did not did not fire when used intraoperatively. It is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for model number is not applicable. Implant date is blank because the product is not implantable.